Event description:
Caller reported elevating leg rest's have broken parts on the footplates and calf pads.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.